Manufacturer narrative:
(B)(4) the complaint device (edwards esheath introducer set - model 9610es16) is not sold or marketed in the us; however it is deemed similar to the (edwards expandable introducer sheath set ¿ model 916es26). The PMA/510k field will be blank. The esheath was returned after being used in the procedure with the liner torn along shaft. The sheath was visually inspected. The following was observed: the liner did not open as expected along the entire sheath shaft except for the distal inch, esheath stretching was observed on the liner approximately 1.5¿ distal to the strain relief, liner tear confirmed along entire length of exposed portion, jagged edges on liner and hdpe just distal to stretching, slight stretching in liner on distal half of sheath, puncture observed on hdpe, and distal tip damage observed on esheath. Dimensional analysis determined that the liner thickness met specifications. During manufacturing of the sheath, devices are 100% visually inspected by manufacturing and quality. During product verification testing of sample sheaths, sample sheath shaft liners are visually inspected for tears pre and post-expansion testing. No tears were observed on the sample sheath shaft liner pre- and post-expansion testing. These inspections and product verification testing help mitigate against manufacturing non-conformities. While the liner met specification, the presence of liner stretching, incomplete expansion/unfolding and tearing supports that the conditions may be the result of a processing/manufacturing issue. The issue was previously investigated and it was determined that if excess heat is applied to the liner and hdpe material during the reflow process, the bond strength between the two materials increases, which prevents the liner seam from expanding properly when a device is advanced or retrieved through the sheath and leads to the liner tearing to allow passage of the device. The stretching and liner tear observed may have occurred during advancement or retrieval of the delivery system. The location and condition of the damage to the hdpe (jagged edges/puncture) is indicates that the resistance experienced during retrieval was the likely cause. The puncture damage observed on the sheath and the valve strut bending observed in the imagery review can be caused if valve retrieval is non-coaxial, as indicated in the imagery review analysis. Instructions are present in the training manual for removal of the thv through the sheath. Corrective actions were previously implemented to address the issue, including optimization of the reflow process, and updating material strength requirements. These actions were implemented prior to the component manufacture date.

Event description:
As reported by our affiliates in (B)(6), during the removal of the esheath and valve in a tavr procedure, there was much blood loss from the sheath, and the sheath was torn. During the transfemoral tavr procedure, there were difficulties with fine adjustment. The commander ds was not behaving as expected and it was agreed to withdraw it. The doctor confirmed that the flex catheter was flush with the valve and pulled the crimped valve and ds into the sheath. Under fluoro the valve on the ds was confirmed within the sheath. The ds was withdrawn through the esheath and it was observed the valve was not intact. Under fluoro the valve was still within the sheath. Examination of the e sheath reveals the seam to be torn to 3/4 of it's length. The patient was becoming unstable, with decreasing bp. The doctor attempted to withdraw the valve and sheath together. While removing the sheath there was much blood loss that could not be stopped. The valve remained in place, within the iliac. With the valve on the wire within the iliac, the doctor attempted to occlude the femoral access with the 18fr dilator from the dilator kit. Bleeding around the access site continued and a 22fr dilator was passed over the wire, through the valve and positioned past the iliac bifurcation. A coda balloon was positioned above the iliac bifurcation and inflated but there was still leaking and it effectively stopped femoral bleeding. However the patient's bp was very low requiring CPR and vasopresser support. The vascular surgeon made a bypass from the left fem artery to the right and removed the valve surgically. Examination of the valve found it to be distorted with a sharp protrusion. The patient remained unstable requiring maximal hemodynamic support, extensive blood products and CPR for approximately two hours after the valve embolized in the iliac. Due to a very weak central blood pressure the anesthesiologist, vascular surgeon and the doctor agreed that the patient was not likely to recover from this insult and they agreed to withdraw care. The patient passed away.

Manufacturer narrative:
The complaint device (edwards esheath introducer set - model 9610es16) is not sold or marketed in the us; however it is deemed similar to the (edwards expandable introducer sheath set ¿ model 916es26). The PMA/510k field will be blank. Cine images were submitted for review, no echo images provided observations: · iliac arteries have good dimensions, no calcium noted. · bav was performed. · next image shows the delivery system with valve not fully aligned. Attempts to align the valve are not visible on the images provided; however, in the complaint report difficulty with valve alignment was reported. · as the delivery system and valve were then withdrawn into the sheath, initially there is no gap noted between the valve and the flex tip. The valve then appears to get hung up on the sheath tip. As the operator continued to pull back the delivery system, a gap occurred between the valve and the delivery system as the valve was withdrawn into the sheath. This maneuver without coaxiality created damage to a valve strut. · as reported, the delivery system was pulled back through the sheath; however, there was no image provided demonstrating this. · the next image shows the valve dislodged from the delivery system, inside the middle of the sheath. The valve is visibly damaged (there is a valve strut protruding through the border of the sheath). It is unknown if this is occurring at the expandable seam. · as the sheath was withdrawn, the valve remained on the wire and was deposited into the external iliac artery @ 11:43:38 · a dilator was inserted into the patient and through the valve, with the tip past the aortic bifurcation. No extravasations were noted in the abdominal vessels. · an occlusive balloon was inserted from the contralateral side, no guidewire noted. The balloon was inflated in the abdominal aorta at the level of an aneurysm @ 12:02:49. · no further images were provided related to the removal of the valve. Impressions: the valve was damaged when the valve and delivery system were withdrawn into the tip of the sheath. It is possible this could have been avoided if the delivery system was manipulated slowly and carefully. · recommend pulling devices slowly into the sheath. · dislodged valve within the ilio-femoral vessels should be surgically retrieved.